Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood on the hypotube, which is consistent with the guide wire being used in the patient as reported. The reported guide wire separation was confirmed as the core was separated at the distal end of the hypotube. There was a small piece of the core still attached to the hypotube. The separated portion of the guide wire was not returned. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the tortuous anatomy and vessel spasm. The outer diameter of the core was measured with a laser micrometer and this met manufacturing criteria. The scanning electron microscopy (sem) analysis suggests that the failure of the core may be attributed to ductile overload at a bend. Dimples were observed on the fractured surface. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. In this case, the vessel was described as tortuous and there was a vessel spasm reported which could have contributed to the reported separation. The patient was sent to surgery two days later to remove the separated portion of the guide wire form the anatomy. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the device lot history record for the reported lot did not reveal any nonconforming material records associated with this lot that could have contributed to this event. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was an acute case performed via radial approach. The target vessel could not be reached by the balance heavyweight guide wire due to tortuous anatomy and vessel spasm. When removing the guide wire, no resistance was noted, however, it separated and a portion of the guide wire remained in the upper arm of the patient in the brachial artery. The target vessel was treated via femoral approach instead. The patient was sent to surgery two days later to remove the separated portion of the guide wire from the brachial artery. No adverse patient sequela was reported. No additional information was provided.